Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, who provided pump reset instructions and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if any malfunction appeared again.